Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose at the time of event was 40 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with food/carb intake. The auto mode was activated at the time of event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was performed. It was unknown whether the customer will continue use of the device or not. The product will not be returned for analysis.